Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting rapidly and subsequently shut down. Additionally, it was reported that a continuous glucose monitor error 42 occurred. Pump was reset to resolve the issue. Customer's blood glucose level was 323 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.